Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An infection in the device pocket was noted, but it is unknown if it is related to the device. The device, an ide device, the right ventricular lead, the atrial lead, and the left ventricular lead were all explanted due to the infection. A temporary pacemaker was placed before implanting a new device and new leads. The patient was stable with no adverse consequences. Related manufacturer report numbers: 2938836-2018-12254 and 2017865-2018-17192.